Event description:
An initial event notification was received by united therapeutics drug safety on 13-oct-2025 from accredo health group and forwarded to millyard advanced medical products, llc, on 14-oct-2025. It was reported that the patient received a pump failure alarm while using one of their remunity pumps and their backup remunity pump (B)(6) would not turn on after being dropped in water. The patient was hospitalized and replacement pumps were couriered from the specialty pharmacy. No components or further information related to the reported event have been made available to millyard advanced medical products, llc, for additional investigation.